Manufacturer narrative:
Na

Event description:
Head of sterilization stated to our sales rep. That the device was still contaminated after two cycles of cleaning. Further he alleged that the first cycle was as followed: deposit the device into secusept, brushed the device with a customary plastic brush, cleaning in the tact line with mediclean forte, ultrasonic, thermo disinfection, dehydration with mediklar. Second cycle he stated: again brushed, cleaning with the tact line (mediclean forte), ultrasonic, thermo disinfection, dehydration with mediklar.